Event description:
The flow-directed pilot balloons of two edwards swan-ganz pulmonary artery (pa) catheters were found to have ruptured after insertion into patients. This occurred at two different hospitals in our healthcare system on the same date, about one hour apart. Inflation air injected for the pilot balloon could not be withdrawn, alerting to a problem. Both catheters had the same lot number. There was no reason to believe the catheters were damaged during insertion. Both catheters were being handled by experienced cardiac anesthesiologists and crnas who were able to promptly recognize a dysfunction. A systemwide alert was sent. Only a small number of unused catheters of that lot number were identified (not used; quarantined for return to the company). One of the used catheters was discarded. The other was saved and will be returned to the company (pending arrival of shipping materials). No known adverse event occurred for either patient. These were both ref 744f75, lot # 62710525. No similar reports were found by web search or medwatch search. FDA safety report ID# (B)(4).